Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s electronic system had connectivity malfunction as the unit had no dial tone. Troubleshooting was tried to no avail. The alleged unit was replaced which resolved the issue. The manufacturer's patient care network database revealed consistent approved reading with the new unit.